Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump alarmed a motor error. The customer had to take insulin shot due to high blood glucose. The customer's blood glucose level was 184 mg/dl. It was also noted during troubleshooting that the drive support cap was protruded and the reservoir compartment was damaged. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.